Event description:
Analysis of the returned device found that the catheter shaft was broken. This occurred outside the patient so there was no direct contact with the patient and no clinical consequence.

Manufacturer narrative:
Visual inspection of the device found that the catheter shaft was broken 8.4cm from the hub with 11cm of braid exposed. Further investigation confirmed that there was no peeling or missing coating, however coating damage was evident distal to the breaks. The catheter breakage during removal from the dispenser coil is consistent with insufficient flush of the dispenser hoop during preparation. The labeling states: "before removing the microcatheter from the carrier tube, flush the carrier tube with heparinized saline to wet the hydrophilic segment of the microcatheter." Most likely excessive force used in attempting to remove the microcatheter from the dispenser coil caused the catheter breakage and coating damage. Therefore, it was determined that user error contributed to the catheter breakage.